Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified antibiotic and was connected to a clearlink port on an unspecified primary tubing set. After an unspecified length of time in use, the customer contact noted no solution was flowing from the secondary tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.